Event description:
Additional information: it was reported that thrombus was confirmed through hemolysis labs and log files. The patient was monitored and there were no changes to treatment. The patient's labs have stabilized. The patient passed away due to right sided heart failure on (B)(6) 2022. The right heart failure was pre-existing to implant and the death was not thought to be device related. The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this investigation as no computed tomography (CT) images were provided for review. Furthermore, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not conclusively be established through this evaluation. Lastly, further analysis of the log file also confirmed low speed events; however, a specific cause for these findings could not be conclusively determined through this evaluation. It was reported that the hospital had concerns for ventricular assist device (vad) thrombosis. The submitted log file contained data from on (B)(6) 2021. The pump power, flow and pulsatility index (pi) remained stable throughout the duration of the file; there was not a significant uptrend in pump power or decrease in pi over time. In addition, the file also captured several instances where the speed decreased slightly below the low speed limit. A specific cause for the observed low speed events could not conclusively be determined; however, they resolved before any advisories or hazard alarms were triggered. Following the last low speed event, the speed remained above the low speed limit for the remainder of the log file. The log file appeared to show the system operating as intended. The account communicated that no products will be returning. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16apr2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists device thrombosis, right heart failure, hemolysis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. Additionally, section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for urgent analysis due to concern of thrombus. The data was reviewed and showed an increase in power and decrease in average pulsatility index (pi) over time.